Event description:
Healthcare professional reported right side folds and right axillary lymph nodes with "infiltration of prosthetic gel, the largest measuring 20 mm¿, due to rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and visual analysis identified deformation, creases fold, and wear abrasion. The device weighed 452.47 grams. The final assessment is creases are observed but have no relationship with manufacturing of the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, lymphadenopathy, and silicone migration. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side folds and right axillary lymph nodes with "infiltration of prosthetic gel, the largest measuring 20 mm¿, due to rupture. The device has been explanted.